Manufacturer narrative:
The reported event of missing battery longevity measurement was confirmed. Based on the information provided, it was determined that there were multiple session openings, which prevented a battery measurement being performed. The reason why the multiple sessions were opened was unable to be determined. No further issues were found.

Event description:
It was reported that interrogation of the patient's leadless pacemaker post-implant resulted in an anomaly of the battery longevity estimate. The estimate was unable to be seen. No intervention was performed. There were no patient consequences.